Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; g3; h2; h3; h11. The following section was corrected: h11. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.

Manufacturer narrative:
Cmp (B)(4). D10: cat #: 110010264 / g7 osseoti multihole 52mm e / lot #: 6392037, cat #: 010000857 / g7 neutral e1 liner 36mm e / lot #: 6500064, cat #: 51-108080 / tprlc 133 mp t1 pps so 8x101mm / lot #: 6490058, cat #: 00625006530 / bone screw self-tapping 6.5 mm dia. 30 mm length / lot #: 64334916, cat #: 650-1057 / cer bioloxd option hd 36mm / lot #: 2952466 , cat #: 650-1066 / cer opt type 1 tpr sleve 0mm / lot #: 2952466. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a left femoral nerve repair due to a nerve lesion approximately a year and eight months post implantation. All of the implants remain in place and no further complications have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.